Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While using the angle acetabular reamer, one of the parts separated in 2. No damage caused to patient. Only one piece broke and did not caused debris. Was procedure successfully completed? Yes. Were fragments generated? No. Patient status/ outcome / consequences: no.

Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> examination of the returned instrument and the attached photographs confirmed the reported observation. The root cause is attributed to misuse and heavy usage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.